Event description:
A axsym bhcg result of 3.26 miu/ml was reported on a pt that was pregnant and was admitted due to bleeding. The physician questioned the result. The sample was recentrifuged and retested the following day yielding a result of 132,049 mlu/ml. The pt was discharged. No impact to pt management was reported.